Event description:
Information received indicates the head section is up and will not lower.

Manufacturer narrative:
The technician found the gas spring was stuck. The technician replaced the gas spring to repair the stretcher.